Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that, the patient faced had a big red spots on stomatch, one of the spot burst and pus came out. The patient was treated with antibiotics prescribed by the neurologist. No further information available.